Event description:
Boston scientific received information that this patient went to the emergency room (ER) complaining of receiving shocks. Upon device interrogation it was noted that 4 shocks were needed to convert the patients arrhythmia. The patient went home and then returned to the ER the next morning stating he had received more shocks. Another interrogation was done which showed an oversensed episode overnight, which inhibited pacing for several seconds, however since the patient has their own strong intrinsic, no symptoms were noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.